Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Because a serious injury resulted in this event, it is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a patient was undergoing treatment with mtm clear aligner. The doctor saw the patient on (B)(6) 2017 to seat the #3 upper and lower aligners. The doctor stated sometime before the end of (B)(6) the patient incurred a cut on her inside upper lip from a sharp edge of the #3 upper aligner. He feels that was due to the patient's mobility issues. The patient did not contact the doctor or return for the aligner to be polished down. The cut became an open wound that was swollen and incurred an e. Coli infection that entered her bloodstream. The patient was hospitalized for three days. The doctor stated that at this point, the patient is fine.